Event description:
It was reported that the programmer was unable to interrogate any implantable devices. Troubleshooting steps were taken to include r ebooting the programmer but the issue persisted. It was noted that the programmer generated an error indicating that a serious issue had occurred. It was further noted that the programmer's battery required replacement. The programmer has been returned for evaluation and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer was unable to interrogate and that the programmer displayed an error. At analysis it was determined that the programmer stylus jumps away in the upper right part of the screen. It was noted that the battery was of an older model type. All found defective parts were replaced and all other identified issues were resolved. Reconfigured hard drive, reloaded and updated software and the programmer then passed all final functional and systems tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.